Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range and oversensing associated with the right ventricular lead. There were 29 non-sustained episodes with v-v intervals less than 220 milliseconds from (B)(6) 2015. Average of 161 v-sics day since last session 40 days ago. Minimum rv pace impedance steady at approximately 680 ohms through (B)(6) 2015, drops to 82 ohms by (B)(6) 2015 concomitant medical products: the 6944 lead, (B)(6) 2002. (B)(4).

Event description:
It was reported that the patient presented to the hospital because they were hearing an alert sound from their device every morning. The alert was triggered due to low impedance on the pace/sense right ventricular lead. The lead also had a high sensing integrity count (sic) and many non-sustained ventricular tachycardia (nsvt) episodes. The lead was capped and replaced. No patient complications have been reported as a result of this event.